Event description:
Patient reported additional events of rupture and calcifications.

Manufacturer narrative:
The event of lympnadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product, "enlarged lympnodes, pain, and bumps around the area."

Event description:
Patient reported right side concern with the product, "enlarged lympnodes, pain, and bumps around the area." Device remains implanted.